Event description:
.

Manufacturer narrative:
On 26-may-2023, additional information was received indicating ¿to clarify it was not the tubing set but the cable connecting the generator to the pump that was broken. The cable was physically damaged which prevented the pump from working properly.¿ based on the additional information, this event is no longer considered to be MDR reportable against the smartablate¿ irrigation tubing set. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set and a tubing problem occurred during the procedure. It's was reported during use, the tubing set was broken, they couldn¿t ablate with it anymore. They used a spare tubing set to finish the procedure. Case completed. No patient consequences. 10 minutes delay.

Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).